Event description:
It was reported that after implantation of the intraocular lens (iol) in the left eye, the patient experienced photopsia (glare), which became intolerable. Although the physician would typically monitor the patient's condition over the course of several weeks, the iol was explanted and replaced with a monofocal iol at the patient's strong request. Through follow-up, we learned that the patient did not experience any injuries or surgical complications. Account indicated that the iol was discarded upon retrieval. No further information was provided.

Manufacturer narrative:
Section a3, a4, a5 and a6: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.